Event description:
It was reported that a system error (se) 2267 alarm (air and fluid in set / line) occurred on the homechoice (hc) device during fill seven of 18. The home patient (hp) was connected at the time of the alarm. The registered nurse (rn) informed the technical service representative (tsr) that they had changed out one of the empty solutions bags during therapy. The tsr informed the rn that the supplies were compromised. The tsr explained the alarm and advised the rn to cycle the power on the hc to clear the alarm. The tsr advised the rn to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was noted that empty solution bags were changed during therapy which is a known cause of alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The users are not instructed to disconnect the bags and are warned not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns that a possible contamination of the fluid pathway can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, then a follow-up report will be submitted.